Manufacturer narrative:
Section d4: serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of ¿connect power¿ alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. Data from the log file spanning approximately 11 days (B)(6) 2024 21:09:24 to (B)(6) 2024 14:02:03 per timestamp) was reviewed. Throughout the log file, several atypical power cable disconnect alarms were captured while connected to the mobile power unit (mpu). The alarms were due to the relative state of charge (rsoc) voltage on the power cables fluctuating, causing the voltage to intermittently drop as to as low as ~0v. The atypical power cable disconnect alarms resolved each time when the rsoc voltage returned to the expected range. The alarms were not associated with true power cable disconnections. The atypical power cable disconnect alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding any continued alarms, troubleshooting steps, product exchanges, and if any product will be returned; however, no additional information has been provided and to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. If power cable disconnect alarms are active a ¿connect power¿ message will display on the screen. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was requested that the patient's log files be reviewed due to having alarms while on wall power that resolved when the patient switched to batteries. The log files were reviewed and captured routine events. No unusual alarms were noted in the log file. All relative state of charge (rsoc) values looked normal for the mobile power unit (mpu) and did not drop below 14 v. The alarm was described as a 2 minute long connect power alarm while on wall power. The patient had a driveline revision in 2023 and wanted to make sure there were not any issues with the driveline (resolved when connected w/ orange cable) (2916596-2023-07623). It was confirmed again that this alarm was not seen in the log file. It was stated that this did not sound like a driveline issue that would have been associated with low speed or pump stop events. It was noted that the patient would not be able to use an ungrounded orange cable with an mpu as was a grounded wall unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.